Event description:
Philips received a complaint by the customer on the v60 indicating that the device has misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) evaluated the device and confirmed the reported problem. Since the issue was not resolved by calibrating the touchscreen, the asp replaced the touchscreen to resolve the reported problem. The device passed the required performance verification tests per philips' standards and was returned to service.

Manufacturer narrative:
The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pi ventilator to duplicate the reported issue. The touchscreen flex circuit failed required resistance testing. The high out of specification resistance results are the reason for the touchscreen misalignment issue and the reason for the confirmed touchscreen accusation.